Manufacturer narrative:
Based on initial investigation of pegasus biologics' distribution records, this case may have been associated with reported use of an orthadapt bioimplant in a left 1st metatarsophalangeal joint (mpj) arthroplasty. The pt, however, reported implants in both great toes. The orthadapt is not intended for use in mpj arthroplasty. Synovis orthopedic and woundcare has contacted the pt's physician to obtain further info concerning this event, but has not received a response as of this report. Based on the info received to date, neither the positive identity of the device associated with this event nor the cause of the event could be determined. Assuming the product was an orthadapt bioimplant, it appears that the product was used contrary to its intended use. A review of the device history record (DHR) for the lot numbers which may have been associated with this event indicated that the lot met all mfg requirements at the time of release. The MFR of the device was pegasus biologics, inc, synovis orthopedic and woundcare, inc. Is the reporting company for this event.

Event description:
Pt wrote a letter to the company reporting pain in her feet and cyst-like growths following an "artificial tissue implant in both great toes." The pt reported that she had undergone several surgeries to have it removed.